Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was in the hospital trying to detect a possible allergic reaction to something. Customer was trying to stop the device from delivering insulin since they are trying to see if the insulin was causing it. Customer stated the blood glucose was unknown but it was within range and not high. Customer stated the doctors want to keep him hospitalized for a week or so. Customer was being disconnected from the device. No further information reported.